Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the extension, model # 3708660, sn (B)(4), found that the adhesive joint was broken between the outer tube and the #2 connector sleeve. Also, the epoxy filler was found to be broken at the #3 wire (open circuit due to break).

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: extension: product ID 3389s-40, lot# va05sek, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that an extension was tunneled in a normal fashion and hooked up to a lead and implantable neurostimulator (ins) and there were high impedances on contact three. The extension was disconnected, the lead was inspected, and impedances were run again. It was reported that the high impedance on contact three persisted. A new extension was hooked up and impedances were normal with the new extension. It was noted that there was breakage on the first extension. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.